Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 350-400 mg/dl and a small ketone level. Reportedly, customer was using fiasp for insulin therapy. Bg was treated via intravenous insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage.